Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced multiple failures during operational testing; pads/paddles cable failure, therapy cable failure, charge/shock failure, and pacer equipment malfunction. Furthermore the unit skipped the shock button step during the test. It was also noted that the customer had replaced the therapy pca and therapy capacitor but the operational test continued to fail. The customer is sending the device to the bench for further investigation. There was no reported patient or user involvement and no adverse patient/user impact.